Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: dislodged stent; compressed against the vessel wall. Device issue: dislodged stent. It was reported that the mini vision stent delivery system (sds) was unable to cross the lesion. The stent dislodged from the sds into the coronary after the stent was bent, outside of the patient, to form a curve that would help the device to cross the lesion. An attempt was made to snare the stent, but was unsuccessful. The stent was then compressed against the vessel wall with another vision stent, and remains in the patient's coronary. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. It is recommended in the instructions for use that special care must be taken not to handle or in any way disrupt the stent on the balloon. In this instance, it was reported that the stent was bent into a curve in the attempt to facilitate the cross. This likely contributed to the stent dislodgement. Based on the information available, there does not appear to be any indications of a product quality problem.